Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his battery charger and batteries. The pt's download revealed multiple charger faults. The pt received a replacement charger and battery pack.

Manufacturer narrative:
Device eval summary: device eval of charger sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon eval, the charger connector was corroded. The cause for the corrosion cannot be positively determined but was likely the result of liquid ingress. No adverse event resulted from the defective battery charger. The pt received a replacement battery charger. Device eval of battery pack sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon eval, the battery pack was found to have a bent pin in the connector. Pin 1 was bent and prevented the battery from successfully communicating with the charger/monitor. The root cause of the bent pin cannot be positively identified but may have resulted from physical abuse. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack. Device manufacture date: charger sn (B)(4). Battery pack sn (B)(4): 06/2009.